Manufacturer narrative:
Not returned by manufacturer.

Event description:
The customer had a pump error on their clinimacs plus instrument and noticed red cells in the pump tubing. When they opened the closed door the system said that the run was complete, which was incorrect. The instrument process code which read; (B)(4), indicated a pump stall error. The entire instrument has to be tested by (B)(4) to determine whether it is a hardware related issue. Maintenance is planned on the machine. No patient was affected by this incident the event occurred at: (B)(6).